Event description:
It was reported that a refinity catheter was used in a therapeutic coronary procedure in the mid circumflex artery. Prior to patient use, the catheter was flushed appropriately per the IFU. No air was observed and imaging was able to be completed. However, upon removal from the patient, air was present in the catheter. A new catheter was used to complete the procedure. No patient injury reported. This product problem is being reported for the air entrapped in the catheter. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the refinity catheter was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
This product problem is no longer reportable because no air was seen entrapped in the device during the returned product evaluation.

Manufacturer narrative:
Blocks b1/b5/h1: based on the returned product evaluation, this is no longer reportable for a product problem. There is no potential for harm since no air was entrapped in the catheter. Blocks d9 & g3: the refinity catheter was returned for evaluation. Block h3: visual inspection prior to decontamination, found no air observed inside the catheter. Post decontamination, the catheter was connected from the syringe to the one-way valve on the catheter hub with no issues. Without difficulty, the catheter was flushed twice continuously with no leaks from any location other than the vent port at the distal end of the monorail section (expected outcome). No presence of air was seen entrapped inside the catheter. Block h6: based on the evaluation, the catheter performed as intended. No air was entrapped in the catheter; thus, the reported complaint could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.